Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab. In addition, numerous kinks were noted to the central lumen, which could also cause a high-pressure alarm or make it difficult for the iab to fully inflate. No blood was noted on the interior of the iab. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: for complaint related to the same event and patient see MDR #3010532612-2019-00098 and tc #1900067323. Also MDR #3010532612-2019-000 99 and tc #1900067267.

Event description:
It was reported that the event occurred during use on a patient. When the intra-aortic balloon (iab) was inserted, an error message occurred stating the iab was not unwrapped. As a result, the iab was removed and another iab was used. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). For complaint related to the same event and patient see MDR #3010532612-2019-00098 and tc #(B)(4). Also MDR #3010532612-2019-000 99 and tc # (B)(4).

Event description:
It was reported that the event occurred during use on a patient. When the intra-aortic balloon (iab) was inserted, an error message occurred stating the iab was not unwrapped. As a result, the iab was removed and another iab was used. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.